Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.5 3.0. Less than an hour between lab test and meter result. Results compared against an unk point of care (poc) meter done within 5 minutes of each other on (B)(6) 2011.